Event description:
An expro elite snare was introduced to capture a 035" guidewire, after several attempts the guidewire was captured, during the retrieval the snare was broken, then the physician continue the procedure, retrieving the guidewire with a snare from a different manufacturer (merit).